Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
When the smart control was removed from the patient the distal end of the outer sheath was found frayed. The target lesion was superficial femoral artery. Calcification and vessel tortuosity were unknown. The target lesion was cto. Approach was made contralateral. The product was properly inspected and prepped and no anomalies were noted. It is unknown if there was any difficulty accessing the lesion with a guidewire or crossing the lesion with a balloon. Pre-dilatation was conducted and the smart control was advanced but could not cross the target lesion. Pre-dilatation was conducted again, but the sds again failed to cross the lesion. When removed, the distal end of the outer sheath was found frayed. The procedure was completed using other new product (long balloon, other details unk) without any other problem. There was no adverse event and the patient is in stable condition. One non sterile smart control 6x100 mm was received coiled in a plastic bag. The stent was received already deployed and locking pin was found in its original position. The radiopaque marker was found damaged. Blood residues were found on catheter. The catheter outer diameter was measured at several locations along the body and was found within dimensional specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The crossing difficulties could not be confirmed. However, the damage found on radiopaque marker may have contributed to the reported event. The exact cause of damage on radiopaque marker could not be conclusively determined, but it does not appear to be manufacturing related since controls are in place to detect this type of damages during manufacturing process before leaving the facility. Therefore, no corrective/preventive actions will be taken at this time. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
When the smart control (smart control, iliac 6x100ml) was removed from the patient the distal end of the outer sheath was found frayed. The patient's gender and age were unknown. The target lesion was superficial femoral artery. Calcification and vessel tortuosity were unknown. The target lesion was cto. Approach was made contralateral. The product was properly inspected and prepped and no anomalies were noted. It is unknown if there was any difficulty accessing the lesion with a guidewire or crossing the lesion with a balloon. Pre-dilatation was conducted with 4mm balloon catheter (details unk). A smart control was advanced but could not cross the target lesion. Pre-dilatation was conducted again but failed to cross the lesion. When removed, the distal end of the outer sheath was found frayed. The procedure was completed using other new product (long balloon, other details unk) without any other problem. There was no adverse event and the patient is in stable condition.